Event description:
As reported by the equinoxe shoulder study, approximately 2.5 years post initial tsa, the 82 y/o obese male patient experienced deep infection. Patient had anterior shoulder pain without injury for 6 months. The event is still ongoing. No additional information.

Manufacturer narrative:
Concomitant products: equinoxe preserve stem 10mm (cat# 300-30-10), equinoxe reverse 42mm glenosphere (cat# 320-01-42), equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00), equinoxe reverse 42mm humeral liner +0 (cat# 320-42-00). As reported by the equinoxe shoulder study, approximately 2.5 years post initial tsa, the 82 y/o obese male patient experienced deep infection. Patient had anterior shoulder pain without injury for 6 months. The event is still ongoing, the medical action was to observe the situation. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of pain and infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness [obesity and multiple joint maladies], unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.